Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address possible loosening of the tibial component. A poly exchange was scheduled. After gaining exposure the surgeon was able to back out all of the tibial components (mbt tray, sleeve and universal stem) which led him to believe the components were loose. After the tibial components were removed extensive testing on the femur was done. They also were able to disengage the tc3 femur from the sleeve and the tc3 femur, femoral adaptor and adaptor bolt was removed with out any noticeable damage. The surgeon then removed the sleeve and universal stem by using osteotomes and a backslap from the winquist set. The patient was converted to a stryker total knee. Doi: unknown. Dor: (B)(6) 2020. Right knee.